Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received no samples but photos from the customer facility for investigation. A review of the manufacturing records was completed for the incident lot and no issues were identified. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time.

Event description:
It was reported that the bd vacutainer® cat (clot activator tube) plus blood collection tubes were flattened. No serious injury or medical intervention was reported.